Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness and alot of gas and bloating in stomach. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness and a lot of gas and bloating in stomach. There was no report of serious or permanent patient harm or injury. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath, suggesting a source external to the device. Evidence of water ingress was observed in the blower box of the device, suggesting the use of non-distilled water in the humidifier water chamber. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The manufacturer confirms the presence of contamination in the airpath but can confirm that there was no evidence of degraded sound abatement foam observed in the base unit. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that it is unable to address the alleged symptoms described by customer but can confirm the presence of contamination in the airpath and there was no visible foam degradation.